Manufacturer narrative:
(B)(4). The customer returned one unopened psi kit for analysis. The seal along the outer edge of the lidstock was intact and uniform. Visual analysis revealed a sterility breach in the form of a small tear on the product lidstock. Microscopic examination confirmed the hole on the lidstock. No obvious damage was noted to the tray or components within the kit. It was noted that no sharp objects are present within the kit at the location of the tear. The packaging facility was consulted and they stated that as part of the production work instruction, the tray seals are 100% inspected. Additionally, the lidstock is inspected for damages. If damage is observed to the seal or the listock, the kit is discarded. Therefore, the damage likely occurred following the packaging process. The IFU provided with the kit informs the user, "do not use if package is damaged". The customer report of a sterility breach was confirmed through complaint investigation of the returned sample. Visual analysis revealed one tear on the product lidstock. The packaging facility was consulted and they stated that the kits are 100% inspected for damage to the seal and lidstock. Therefore, the damage likely occurred following the packaging process. Based on the customer description, the sample received , and complaints of this nature, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the tyvek of the kit was found torn upon delivery. Therefore, a new kit was used instead."